Event description:
It was reported that this system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment. Visual inspection identified the electrode had been severed 274mm from the terminal pin. Resistance testing confirmed the electrical performance of the returned segment. Laboratory testing confirmed the damage to the electrode occurred as a result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection. No additional adverse patient effects were reported.